Event description:
The patient reported communication issues between the implant and the external equipment. It was reported that electrocautery was used during the implant procedure. An advanced bionics representative performed device evaluation. The problem was confirmed. Explant surgery has been scheduled. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant.